Event description:
Monitor watcher saw the appearance of v-tach and pushed button to print out strip. System identified it as v-tach but did not alarm. Repetitive occurrences where central station monitors cease to function for several mins then automatically reset.